Manufacturer narrative:
The lead was surgically abandoned and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device out of range pacing impedance measurements greater than 2000 ohms were observed. The physician decided to change out the device and lead as the device had reached elective replacement indicator (eri). The left ventricular (lv) lead was capped and replaced with a competitive lead. There were no adverse patient effects.